Manufacturer narrative:
It was reported there are black spots on the barrel and at the tip. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The syringe barrel has degraded resin in the barrel wall. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot number 1026732. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate this defect. To date, there have been no other similar defects reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. The frequency of inspections was increased to mitigate these escapes.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general foreign matter was found in the fluid path. The following information was provided by the initial reporter: black spots on the barrel and tip.

Manufacturer narrative:
Device available for eval?: yes. D.9. Returned to manufacturer on: 16-feb-2022. H.6. Investigation: it was reported there are black spots on the barrel and at the tip. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The sample has black specks of embedded degraded resin. The photo shows a syringe with no packaging blister. The syringe barrel has degraded resin in the barrel wall. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot number 1026732. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate this defect. To date, there have been no other similar defects reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general foreign matter was found in the fluid path. The following information was provided by the initial reporter: black spots on the barrel and tip.